Event description:
Rayner received the initial report from the sales specialist for the (B)(6) hospital on (B)(6) 2011. The event description provided to rayner is as follows "miss (B)(6) was implanting the above lens into a patient's eye in the normal manner. During implantation, the lens came out vertically rather than horizontally and caused a tear in the posterior capsule. This resulted in her having to cut the lens out of the eye and she had to implant an acrysof iq into the sulcus as the bag was damaged."

Manufacturer narrative:
(B)(4). The surgeon is due to see the patient for a post-operative consultation, week commencing (B)(6) 2011. Rayner has asked to be informed of the post-operative results. Although the c-flex aspheric 970c intraocular lens is not available in the united states. The material, haptics, optic body (physical) and refractive outcome of the patient is the same as the c-flex 570c. The c-flex 570c lens is available in the united states. The manufacturing records for the c-flex aspheric 970c +22.5d batch 061e24132 were reviewed and no anomalies have been detected. Normal manufacturing and sterilization were recorded. A review of complaint data has confirmed that no other complaints of any type have been received against the c-flex aspheric 970c 061e24132 batch.